Event description:
The customer reported a few mls of fluid had leaked from disconnected tubing at the bottom of the sheath coil fitting on sheath tank of the lh750 analytical station. The customer was also obtaining ¿sheath flow tank not full¿ errors. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
Per cts (customer technical specialist) the customer was advised to reconnect the tubing and reset the analyzer. The customer stated they were able to run samples without any further errors. No erroneous results were generated. The failure mode identified is likely to generate erroneous diff and retic results due to improper diluent flow from the sheath tank to the flowcell. Troubleshoot with customer.